Event description:
Customer called to report a 'greenish liquid' leaking (<100 milliliters) from the rear of the coulter hmx analyzer with autoloader, on the left side. Customer was unable to determine the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves and did not come in contact with the fluid. Medical attention was not sought and there was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that the tubing going through pinch valve (pv) 43 and pv44 were worn and leaking. Pv43 is the path for waste from the foam trap (fmt3) and complete blood count (cbc) overflow vacuum chamber (vc8). Pv44 is used to flush the upper sheath with diluent. The fse replaced the tubing at both pinch valves. There was no further evidence of leaking and the fse verified the repairs per established procedures. The root cause for the leak was the tubing going through pv43 and pv44, which required replacement from normal wear.

Manufacturer narrative:
(B)(4).